Event description:
(B)(6) 2016 09:29 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the ventilator fails the internal leakage sub-test during the pre-use checks tests. The internal leakage sub-test is performed during the pre-use checks tests, and prior to patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported event has finalized. No parts were returned for our investigation. The device logs could not be retrieved. On-site evaluation performed by our field service engineer (fse) concluded that the ventilator had excessive leakage, and therefore multiple parts were replaced according the instructions of the service manual. The expiratory channel connector printed-circuit (pc) board, the expiratory channel printed-circuit (pc) board, the safety valve pull magnet, and the inspiratory pipe were replaced. After successful functional and safety testing, the ventilator was returned back into clinical service. The root cause for the reported event could not be determined from this investigation since the replaced parts were not returned for further investigation.

Event description:
(B)(4)